Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Pt's wife reported that her husband had a second mesh placed over a mesh. The second mesh is reported to have migrated to "the other side".